Event description:
It was reported that during the surgical procedure the tower monitor went completely black. After troubleshooting, we realized that it was the scope. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the surgical procedure the tower monitor went completely black. After troubleshooting, we realized that it was the scope. Therefore, there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: scope went black confirmed failure: damaged/bent/broken shaft uneven illumination/dark resolution particles in system (in focus) probable root cause: - incorrect or unclear instructions for use - incorrect optics assembly - incorrect scope adapter assembly light cone failure - damaged light fibers - incorrectly assembled fibers - end of life wear-out - shipping damage - use error - insufficient amount of fibers - insufficient illumination uniformity the failure mode will be monitored for future reoccurrence.